Event description:
Customer alleged that the comfort curve blood glucose monitoring test strips were labeled with an expiration date of 04/30/2008. A review of the batch record by the mfg site confirms the expiration date is actually 04/30/2006. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.